Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing that felt into the blanking zone due to a larger amplitude. The technical services (ts) suspected that the physiological processes (such as e.g. Pressure and/or increased blood volume in the atrium) are the cause of the increased. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report was submitted in error as there was no oversensing in this case due to the farfield signals fell into the blanking period and were appropriately ignored by the device. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited far-field atrial signals showing on the ventricular channel that fell into the ventricular blanking period and appropriately ignored by the device. This ICD remains in service. No adverse patient effects were reported.